Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va14wxy, product type: lead. Product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a fall shortly after implant and broke her lead. The patient reported that after the fall, she noticed a knot that came up on the lower part of her tailbone which was the lead wire. The patient indicated she would like to pursue device removal but has not followed up with managing hcp because she is presently in a different state and has had other health issues she has had to deal with. No further complications were reported.